Event description:
Boston scientific received information that boston scientific's warranty department was contacted and informed that this device was implanted post-use before date. Given the special circumstances surrounding the implanted device, boston scientific plans to make accommodations to provide warranty coverage should the device needs to be replaced during the warranty period. There were no allegations of device malfunction or that the implant of this device caused or contributed to an adverse event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.